Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer's blood glucose value was 447mg/dl at the time of the call. Customer did not have a back-up plan and have not contacted health care professional. Customer treated with insulin pump. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer declined to check device setting but agreed to a site check. Customer removed infusion set, not bent but blood at site. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.